Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: clinical sales representative (csr) stated that a field service engineer (fse) came out and replaced the arm. They have not received and further issues with the instruments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure using an xi system, a clinical sales representative (csr) called to report that the instrument jaws on universal surgical manipulator (usm) arm 4 were not opening properly, affecting both the cadiere and monopolar curved scissors (mcs) instruments. Despite reseating the sterile adapter and installing a new drape, the issue persisted, and staff observed that the top right dial did not spin correctly when the sterile adapter was seated. The intuitive surgical technical support engineer (tse) recommended power cycling the system, but this could not be performed immediately. The tse noted a grip calibration advisory was present on usm 4. The csr later reported that switching to another surgeon side console (ssc) did not resolve the issue, and repeated re-draping and reseating of the sterile adapter failed to correct the problem. The procedure was converted to another xi system, with no reported patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi [did/did not] receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed upon visual inspection, damage was found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where carriage friction speed low and friction speed high test were found to be failing on dof 8. Once testing was completed, the carriage gearbox assembly and the carriage top plate were inspected and were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to carriage gearbox assembly and the carriage top plate.